Event description:
It was reported that during pre-surgery the foot control device "had exposed wires." There were no delays to a planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment revealed that the cable covering was pulled loose from the strain relief. Therefore, the reported condition was confirmed. Evidence indicates this was due to misuse/mishandling at the customer site. If additional information should become available, a supplemental report will be submitted accordingly.